Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely circumflex artery. A 3.00 x 20 synergy stent was advanced for treatment. However, it failed to cross the lesion and the distal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Synergy ous mr 3.00 x 20 stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified that the first three stent struts on the distal end were pulled and stretched in a distal direction. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely circumflex artery. A 3.00 x 20 synergy stent was advanced for treatment. However, it failed to cross the lesion and the distal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.